Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with the distal tip measuring 28.5 cm was returned for analysis. External insulation abrasions were noted at 15.0-15.1, 15.2-15.3, and 15.4-15.5 cm from the distal tip breaching the outer insulation and exposing the outer coil, consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.